Event description:
It was reported that the pt experienced a loss of therapeutic effect following a fall. It was stated the pt was out "with a caretaker" and may have been exposed to some type of electromagnetic interference. It was stated the pt's device turned off. The reporter attempted to turn the stimulation back on, but "ten to fifteen minutes later the pt started shaking and tremorring really bad." It was reported that, after the fall, the pt's device acted "as if it was off when it was on, and as if it was on when it was off." It was stated the pt had two devices, and the "left side" is the only side with an issue. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.